Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection it was noted that there was blood/body fluid in the proximal conductor (not obstructed). Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon visual inspection, it was noted that there was apparent explant damage to the lead.

Event description:
It was reported the atrial lead had dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.